Event description:
During procedure, physician was using a harmonic scalpel when the tip fell off into the patient. The tip was retrieved and there was no patient injury.

Manufacturer narrative:
Upon receipt, visual inspection of the returned device revealed the tip of the scalpel blade was broken. The scalpel blade exhibited signs of damage. The damage noticed along the scalpel blade is indicative that the blade made contact with a hard object. Ascent healthcare solutions' IFU states: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number, indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occuring more frequently or with greater severity than is usual for the device.